Manufacturer narrative:
Investigation summary : no customer samples and 1 photo were returned by the customer in support of this complaint. The photo was evaluated and does not show overfill. The blood meniscus is visible under the bottom edge of the closure. Therefore, 10 production lot in-house retention tubes samples from all lots were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photo or the retention testing provided. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: the "citrate tubes are overfilling with patients blood when collected by phlebotomist.".

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1137333. Medical device expiration date: 2022-02-28 . Device manufacture date: 2021-05-17. Medical device lot #: 1098406. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-04-08. Medical device lot #: 1137332. Medical device expiration date: 2022-02-28. Device manufacture date: 2021-05-17. Medical device lot #: 1074693. Medical device expiration date: 2021-12-31. Device manufacture date: 2021-03-15. Medical device lot #: 1137334. Medical device expiration date: 2022-02-28 . Device manufacture date: 2021-05-17. Medical device lot #: 1165559. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-06-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: the "citrate tubes are overfilling with patients blood when collected by phlebotomist."